Event description:
Pt was on hemodialysis for about 10 minutes when the nurse noticed that there was blood under the pt's recliner near his feet. Upon investigation, the nurse discovered that the blood was coming out of the venous port post venous chambers that the blue part of the port was cracked in several places. The nurse immediately directed another staff member to turn off the blood pump, then clamped the blood tubing on both sides of the leaking port. Blood loss estimated at 300 cc included that in dialyzer venous tubing port of arterial tubing, puddle on floor and on pt's jeans. Pt was alert and oriented, stable v.s. And completed treatment on new system. ((B)(4)).